Manufacturer narrative:
(B)(4).

Event description:
High thresholds were seen on this ra lead when the patient was having an lv lead revision. This lead was revised and remains implanted. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available